Manufacturer narrative:
(B)(4). A review of the device history record revealed no nonconformities, failures or deviations that could have caused or contributed to the event of hernia. Review of the device service history revealed no issues that could have caused or contributed to the hernia. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). The pdrn stated that the hp planned to go back to pd therapy when able and the device would not be returned to baxter. A follow up report will be submitted if additional information becomes available.

Event description:
During a phone call with product surveillance on (B)(4) 2012 regarding an unrelated alarm, the homechoice patient (hp) stated that he is currently not on peritoneal dialysis (pd). The hp stated that he had to switch to hemodialysis due to a hernia. On (B)(4) 2012, product surveillance spoke with the peritoneal dialysis registered nurse (pdrn) nurse to follow up on the report of a hernia. The nurse stated the hp had surgery for a hernia repair that was pd related and has been switched to hemodialysis. The nurse was unable to provide and further information at this time.